Manufacturer narrative:
Investigation summary: received one (1) used. List #mc100, microclave¿ clear neutral connector; lot #unknown. One (1) used. List #unknown, 0.9% sodium chloride 10ml syringe; lot #5301063. The spike was observed to be sticking out of the body of the microclave. The reported complaint of a leak could be confirmed. The returned sample was observed to have the microclave spike crushed in the body not allowing the syringe to connect and lead to a leak. The probable cause is from an assembly error in manufacturing. A device history review could not be conducted because no lot number(s) was/were identified.

Event description:
A complaint was received regarding microclave clear neutral connector in which it was reported that the registered nurse (rn) was giving pain meds, went to flush port, and the flush leaked out the side of the changeable cap. The rn clamped cap, and then replaced the cap. There was patient involvement and no patient harm.